Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, high, out of range pacing impedance was observed. The next two automatic measurements were in range. The patient will continue to be monitored.